Event description:
The pt was implanted with two scs trial leads from the same lot number. It was reported during the pt's trial period the pt complained of pain at the scs lead surgical site and left abdomen. The pt stated the pain was present whether the stimulation was on or off. The scs trial leads were removed on (B)(6) 2013 and the pt stated the pain subsided some after the leads were removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.